Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that, "the surgeon reamed to the recommended amount and the final stem sat approx. 1cm - 2cm high or proud in comparison to the broach. Reamed additionally distally to make the stem fit appropriately. Surgeon chose to use a new stem because he felt the sizing was incorrect on the first one attempted."